Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 29th may 2026, it was reported by an arthrex employee via email that for 2 units of ar-7505tt-02, 1.3mm suturetape black/white with attached needles (multi-pack), were used to pull up the graft within the bone tunnel. During the pull-up process, the tape broke, rendering it unusable. It is currently unknown whether both products broke or only one of them. This was detected during use in a pcl reconstruction surgery on (B)(6) 2026. The procedure was completed successfully by using a product with the same part number. No significant surgery delay reported. All of the product/fragment was removed and nothing remains in the patient. No additional anesthesia administered to the patient. No information about an instrument used to prepare/tap the bone socket for insertion of the implant. Bone quality of the patient is unknown.